Event description:
The device was never sent back to the co for investigation. I called the contact, ty permenter, three times and left phone messages asking for additional info and requesting that the device be returned. He never returned my calls. There is not enough info provided to determine frequency or severity of the customer's experience.

Event description:
Alaris pump alarmed channel error without reason. The pump had to be replaced.